Manufacturer narrative:
Approximate age of device- 5 years, 15 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2018 that the patient passed away at home under hospice care. The patient was found unresponsive by visiting nurse. No other information was provided and no other alarms, malfunctions, or events were noted.

Manufacturer narrative:
Investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4) and the reported cardiac arrest could not be conclusively established through this evaluation. The account communicated that the patient expired on (B)(6) 2018 due to cardiac arrest. The expiration was not considered device-related as the device was functioning normally. Heartmate ii lvas, serial number (b)(5) was not explanted for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Outcomes to adverse event and event problem: additional information.

Event description:
Additional information : patient expired due to cardiac arrest on (B)(6) 2018. It was reported that death was not related to device. Device functioned as expected. Pump was not explanted and therefore will not be returned.

Manufacturer narrative:
H6: 3261 - multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: a specific cause for the reported cardiac arrest, multi system organ failure, and patient outcome, as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) (rev. C) is currently available. Section 1 of this IFU lists death and various forms of organ failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient was found unresponsive at home. Their cause of death was related to multisystem organ failure. The outcome was not device or therapy related.